Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e volutr-23-us, serial/lot #: (B)(4), ubd: 06-mar-2019, UDI#: (B)(4). The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a non medtronic bioprosthetic valve, during release of the delivery catheter system (dcs) one of the tabs of the valve got caught inside the capsule. An x-ray revealed the tab appeared to be behind the capsule. As the delivery system was withdrawn for the aorta, the valve moved aortic. The system was pushed slightly forward and the tab disengaged from the capsule. Echocardiogram revealed moderate to severe paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was successfully implanted and resolved the pvl. No adverse patient effects were reported.